Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free tomorrow') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("hip pain") and myalgia ("muscle sore"). The patient was treated with surgery (essure coil removal). At the time of the report, the medical device removal, arthralgia and myalgia outcome was unknown. The reporter considered arthralgia, medical device removal and myalgia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hip pain, muscle sore, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometriosis ('endometriosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), myalgia ("muscle sore"), rectocele ("rectocele") and cystocele ("cystocele"). The patient was treated with surgery (cystocele repair & bladder sling, rectocele repair and total hysterectomy with cervix & ovaries). Essure was removed. At the time of the report, the endometriosis, arthralgia, myalgia and cystocele outcome was unknown. The reporter considered arthralgia, cystocele, endometriosis, myalgia and rectocele to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: addition of ptc results. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometriosis ('endometriosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), myalgia ("muscle sore"), rectocele ("rectocele") and cystocele ("cystocele"). The patient was treated with surgery (cystocele repair & bladder sling, rectocele repair and total hysterectomy with cervix & ovaries). Essure was removed. At the time of the report, the endometriosis, arthralgia, myalgia and cystocele outcome was unknown. The reporter considered arthralgia, cystocele, endometriosis, myalgia and rectocele to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Events endometriosis, rectocele, cystocele were added. Event medical device removal was deleted and captured as a non-drug treatment for endometriosis. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.